Event description:
It was reported that the left ventricular lead exhibited high thresholds. The patient experienced bradycardia and vf arrest. The lead was no longer used and explanted.

Manufacturer narrative:
Medsun mandatory and voluntary report form from user facility number: (B)(4).

Event description:
New information reported that the lead was explanted and replaced with a competitor lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.